Event description:
During the evaluation of the device at the manufacturer's service center, a calibration error was observed in the device's event log. There was no allegation of harm or injury reported. The device was not in patient use. The device's oxygen blending module subassembly was replaced to address the issue. The device passed all testing and calibration.